Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-91709 for the insulin pump.

Event description:
Customer reported he experienced low blood glucose of 50 mg/dl; treated by drinking tea. Customer declined to troubleshoot for low blood glucose. Customer initially called to report the transmitter was not charging; he had not used it for 6 months and it did not blink when connected to the sensor. During the call the customer mentioned the low blood glucose event. Nothing further reported.